Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system failed to boot up. Review of the system log file confirmed the malfunction. Upon troubleshooting fse found that the cmos battery in the host pc was faulty, and the customer manually turned on the pc. To resolve this issue, fse replaced the host pc, obtained a new license file for the new host pc mac address. The defective component was returned to philips for analysis. The cause of the failure could not be conclusively determined by the supplier¿s analysis. After that , the system was returned to use in good working order. This issue occurred earlier where fse pressed the power button of the host pc to resolve he issue.

Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.